Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella cp was inserted but the cp flow was not able to go above 1l in auto. A kink of impella cannula was also visualized. The impella was removed, and a new one was placed. The patient survived the event.

Manufacturer narrative:
The investigation of low pump flow has been completed. The data logs confirmed low pump flow when pump started and remained to the rest of the case. Visual inspection found a kink on the cannula about 15 millimeters from the of cage and cannula bonding site. No other issues were found on the rest of the pump. The root cause of low flow was a cannula kink due to patient condition. D.9 date device returned/information was added.